Event description:
During device changeout, externalized conductors were observed. No electrical anomalies or noise were observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.